Manufacturer narrative:
The surgeon removed the left tmj devices and plans to revision devices.

Manufacturer narrative:
The surgeon plans to remove and replace the mandibular component with an all titanium device.

Event description:
The patient presented to the surgeon with pain, redness, and swelling. The patient's metal allergy tests (ltt) are positive for nickel sensitivity.